Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Suspected cause was due to customer delivering multiples boluses to address an elevated bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.